Manufacturer narrative:
The microtip has not yet been returned for evaluation. A call with the distributor confirmed that the device is being sent for complaint evaluation. Upon receipt of the device a supplemental MDR will be submitted.

Event description:
Per the information provided, at 1:43 minutes of cutting time the sound of the device changed. The doctor removed the microtip out of the patient's elbow and the needle was dislodged. The needle was removed from the patient without issue. A second microtip was opened and used to complete the procedure. There was no harm or complication caused to the patient due to the failure.

Manufacturer narrative:
The customer reported that the needle was separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The immediate cause is material fatigue associated with and/or being caused by user technique. It is suspected that non-axial motion by the user or contact of the device with bone are contributing factor to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions.

Event description:
Per the information provided, at 1:43 minutes of cutting time the sound of the device changed. The doctor removed the microtip out of the patient's elbow and the needle was dislodged. The needle was removed from the patient without issue. A second microtip was opened and used to complete the procedure. There was no harm or complication caused to the patient due to the failure.